Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the 27mm watchman laa closure device detached from the core wire upon deployment. After recapturing and removing the closure device from the patient, the watchman device was flushed out of the watchman delivery system. Another closure device was successfully implanted and no patient complications occurred.

Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the 27mm watchman laa closure device detached from the core wire upon deployment. After recapturing and removing the closure device from the patient, the watchman device was flushed out of the watchman delivery system. Another closure device was successfully implanted and no patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a 27mm watchman implant. There was contrast on the implant fabric. The delivery system was not returned. The implant fabric, anchors and struts were microscopically and visually examined. Inspection found the implant had anchor damage. The observed anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. There was no other damage or defect found. Product analysis could not confirm the reported event as clinical circumstances could not be replicated, and there was no delivery system returned.